Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet switch was cleaned and refitted. The unit was returned to service.

Event description:
The hospital reported during preuse checkout the unit would not ventilate in mechanical ventilation mode. There was no report of patient involvement.